Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The device was returned for evaluation. Device history record (DHR) - no DHR is available for provided lot code 097. Failure analysis - the unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair notes the index knob and lock needed new components added to replace worn internal parts. The unit needed to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. Complaint confirmed via inspection of the unit. The lock had rotational and lateral movement and the index knob and lock needed new components to replace internal parts that were worn due to normal use.

Event description:
A customer reported that the swivel locking mechanism of the a1059 mayfield modified skull clamp does not have a detent to hold it in place. There was no known patient injury or surgery delay.